Manufacturer narrative:
It was reported a leakage from the dialock connector occurred. No harm was reported. The affected product was investigated at the laboratory of the manufacturer with the following results: during the visual inspection, no abnormalities regarding damage to the complaint sample were found. It could already be visually determined that the screw cap of the dia connector showed blood residue. Leakage occurred on the dia connector when the blood side was checked for leaks. However, a subsequent visual inspection showed no abnormalities at the connector/screw cap interface. A possible technical cause may be that the o-ring is not properly seated within the sealing groove of the locking pin. This can cause a passage to form between the o-ring and the blood outlet cap, causing a leak. The leak test on the water side was passed. Thus the reported failure "leakage from dialock connector" was confirmed. The exact root cause remains unknown. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation of the manufacturer is ongoing. H3 other text : 4118.

Event description:
Blood leakage from the dialock connector. No problems in use. Defective items will be returned. Complaint ID: (B)(4).